Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while the patient was in the emergency room for an unrelated procedure, the device was interrogated, and it was thought that when the magnet was removed from the device, the patient no longer had pacing. The device was interrogated following the procedure, and was found to be functioning normally. The device remains in use. No patient complications have been reported as a result of this event.